Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -6.5 diopter was implanted into the patient's right eye (od) on 25-may-2022. On 07-jul-2022: elevated iop 50mmhg, pigment dispersion, and pro-longed inflammation was recorded. The lens remains implanted. Cause of the event is unknown.

Manufacturer narrative:
B5 - lens was explanted on (B)(6) 2022. Problem was resolved. Reportedly "minimal pigments, more quite eye." Claim# (B)(4).